Event description:
It was reported that a balloon rupture occurred. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. There were no complications, and the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. There were no complications, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual examination identified no issues with the hypotube shaft. No kinks or damages with shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a pinhole in the balloon. A pinhole was located in the balloon material 2mm proximal of proximal blade. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the markerbands identified no damage. During leakage testing, the device was attached to inflation aid and using encore (pretested druck gauge) balloon inflated to rated pressure of 12atm without resistance. A pinhole was located in the balloon material 2mm proximal of proximal blade. No other issues were identified during the product analysis.